Event description:
Philips received a complaint by the customer on the v60 indicating that there was no pressure and the proximal pressure line disconnect was alarming. And it's not producing any pressure. The unit was outside of clinical use; there was no report of harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.